Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident and current blood glucose value was 195 mg/dl. Customer reported other blood glucose value was 105 mg/dl. The customer was most likely not using auto mode as they had a change sensor alert. Customer reported that they received insulin flow blocked alert. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by infusion set change. Customer treated with bolus. Troubleshooting was not performed. The insulin pump will not be returned for analysis.